Manufacturer narrative:
(B)(4). Concomitant medical product: taper stem plug catalog # 00596009900 lot # 62791463. Femoral component option size f left compatible with lps-flex prolong catalog # 00596401651 lot # 62814814 tibial component stemmed precoat use of this tibial component with legacy knee - constrained condylar knee (lcck) articulating surfaces requires using catalog # 00598004702 lot # 62893518 all poly patella size 38 mm dia. Standard 9.5 mm thickness catalog # 00597206538 lot # 62793810. Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 3007963827-2018-00132, 0002648920-2018-00643, 0002648920-2018-00645.

Event description:
It was reported that the patient underwent an initial knee arthroplasty. Subsequently, the patient was experiencing hematoma post implantation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: reported event was confirmed by review of medical records provided. Device not returned. The device history records were reviewed and no discrepancies were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.